Event description:
It was reported that the device would not power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.